Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a failure related to the remote alarm connector was observed. The device's interface board will be replaced to address the issue. Device has been evaluated but the components have not been replaced pending customer approval of estimate.